Event description:
A customer reported not being able to access their freestyle librelink account due to a lengthy password issue. As a result, the customer was unable to monitor glucose and experienced a loss of consciousness however, no self-treatment or third party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed and determined that there were no issues with the librelink application that would have led to the complaint. An unspecified issue was reported which resulting in the customer being unable to log into their account on their freestyle librelink application. Attempted to replicate the user complaint and was able to successfully log into their account in their librelink application (android 11 2.8.4.9335, ios 15.6.1 2.8.1.6120), and was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not being able to access their freestyle librelink account due to a lengthy password issue. As a result, the customer was unable to monitor glucose and experienced a loss of consciousness however, no self-treatment or third party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.